Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5168479.

Event description:
Voluntary medwatch received states that a patient presented with signal artifact noted on the right ventricular lead with suspected fracture of the lead. The lead reprogrammed and was later capped and replaced. No information regarding adverse patient consequences were reported.